Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing inappropriate mode switch. Programming changes were performed. There were no patient consequences.